Event description:
Information was received from consumer regarding trial patient. It was reported that trial patient had not voided since 4:30-5:30am the day of the report. Trial patient stated that it was unusual as they had strong urgency. No further complications were reported.

Manufacturer narrative:
Updated event description: "and they had strong urgency" (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding trial patient. It was reported that trial patient had not voided since 4:30-5:30am the day of the report. Trial patient stated that it was unusual and they had strong urgency. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.